Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Returned test strips evaluated with no defect found. Most likely underlying root cause-user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with a back to back test result of 105 and 261 mg/dl. The customer's expected fasting blood glucose test result range is 80 to 120 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 179 and 197 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause-user had an inaccurate reference. (B)(4). Correction: returned meter and returned test strips evaluated with no defects found.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with a back to back test result of 105 and 261 mg/dl. The customer's expected fasting blood glucose test result range is 80 to 120mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 179 and 197mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 112mg/dl (B)(6) 2016 07:50 am fasting: yes, 146mg/dl (B)(6) 2016 07:47 am fasting: yes, 90mg/dl (B)(6) 2016 05:36 pm fasting: yes, 105mg/dl (B)(6) 2016 07:54 am fasting: yes, 261mg/dl (B)(6) 2016 07:53 am fasting: yes.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with a back to back test result of 105 and 261 mg/dl. The customer's expected fasting blood glucose test result range is 80 to 120mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 179 and 197mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 112mg/dl (B)(6) 2016 07:50 am fasting: yes; 146mg/dl (B)(6) 2016 07:47 am fasting: yes; 90mg/dl (B)(6) 2016 05:36 pm fasting: yes; 105mg/dl (B)(6) 2016 07:54 am fasting: yes; 261mg/dl (B)(6) 2016 07:53 am fasting: yes.